Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds with loss of capture. The patient was pacemaker dependent. Surgical intervention was performed, this lead was explanted, and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. These findings could cause or contribute to the field observations.